Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 568 mg/dl customer stated that it was high due to cortisone shots. Customer treated the high blood glucose with insulin pump. Customer stated that she changed sensor and got calibration error. Troubleshooting was done. It was found the sensors were expired. The customer was advised why expired sensor may cause complications. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.